Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They also inspected the reservoir, snap-cap, and septum for anomalies and none were found. They ran the occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. They installed a reservoir and connector into a 7xx insulin pump and tested on the infusion set. They also installed a reservoir and connector into a 7xx pump. They tested on the catheter tip. Conclusion: reservoir was not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when he did the insertion, the soft cannula bent over and was never inserted into his body. Customer stated that all of a sudden, he was getting indications that he was getting insulin. Customer's blood glucose was at 400 mg/dl this morning and he treated with a bolus. Customer reported that all day yesterday, he did not eat and could not get his blood glucose down. Customer stated that his lowest blood glucose was 290 mg/dl. Customer stated that removed the infusion set and found a bent cannula. Customer stated that the second issue was prior to this infusion set. Customer stated that he had 18 units left in his pump and received a no delivery alarm. Customer removed the reservoir but was not able to push the insulin through. Customer stated that he did a complete set change that led to the bent cannula. Customer's blood glucose is 376 mg/dl. Customer treated with the pump and stated that the issue was resolved with a set change.